Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In the middle of may, the user suddenly could no longer hear with the device. The user was re-implanted.

Event description:
In the middle of may, the user suddenly could not hear with the device. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturer's experience with this kind of device, it is assumed that the device failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Explantation was carried out, but the concerned device has not been received yet.

Event description:
In the middle of may, the user suddenly could no longer hear with the device. The user was re-implanted.